Manufacturer narrative:
Manufacturer's investigation conclusion: driveline wire compromise was confirmed via the evaluation of the returned portion of external driveline. A distal end driveline repair was performed by an abbott technical services representative on 03feb2023. The approximately 17.5" segment of driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline it its returned state revealed an external driveline repair site (related manufacturer report number 2916596-2019-04535), as well as rescue taping to the silastic sleeve in-between approximately 1.5-3.5¿ and 9.0-14.5¿ from the metal connector. Removal of the rescue tape revealed cosmetic damage to the silastic sleeve approximately 2.5¿ from the metal connector and a complete fracture of the external repair site approximately 12.0 from the metal connector, which exposed the underlying driveline wires. The silicone sleeve, bionate, and metal-braided shield were removed from the returned portion of driveline. Upon removal of the metal-braided shield, visual inspection of the underlying wires revealed a completely fractured brown wire, adjacent to the controller connector. Continuity testing was performed and revealed an open circuit condition on the brown wire. No discontinuities or shorts were identified on the remaining wires. The exposed conductors of the brown wire appeared to have been the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that would have contributed to an electrical short. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. If the damaged inner conductors of the brown wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents and would have resulted in the yellow wrench advisory alarms associated with driveline fault alarms seen in the submitted log files. The breached brown wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground while the device was supported by the mobile power unit or power module. The resulting short to shield would have caused the low speed and pump stop events observed in the submitted log files. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (rev. H) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii lvas patient handbook (rev. G) contains information on caring for the driveline. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The replaced heartmate ii left ventricular assist device percutaneous lead patient instructions (rev. D) provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside.... Allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." The patient instructions states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having low flow alarms at night while being connected to their mobile power unit (mpu). Upon interrogation, the patient has had at least 45 pump off alarms, 89 driveline faults, and 77 low speed advisories. This seemed to be a short to shield issue. The patient will remain connected to an ungrounded cable while being at the hospital. The log showed (~39) pump stops and (~86) low speed advisories (including driveline fault alarms intermittent due to a potential degrading wire in phase 2). Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while connected to mpu. It was recommended to keep the ventricular assist device (vad) connected to battery power and/or unshielded patient cable until further investigation is completed. X-ray was also recommended for further investigation. External driveline revision was scheduled for 03feb2023. Another log file review captured a pump stop around 12:07 on (B)(6) 2023 that may have been caused by the field team when the percutaneous lead was switched over. After that the data looked normal. There were only 3 lines of data post repair; the wire values appeared to be in the normal range. Percutaneous lead distal end replacement was performed. No alarms were observed after repair while connected to grounded patient cable. Maximum external length of driveline was replaced. There were no additional alarms following the repair. The patient is stable and will be monitored through clinic visits.